Event description:
It was reported that removal difficulties were encountered. A 014/300 platinum plus guidewire was advanced for treatment. However, during removal, the guidewire could not be removed from the non-bsc microcatheter. Upon further review, it was noticed that the wire was stretched and became unraveled. Everything was removed as one unit and the procedure was completed successfully. There were no patient complications reported.

Event description:
It was reported that removal difficulties were encountered. A 014/300 platinum plus guidewire was advanced for treatment. However, during removal, the guidewire could not be removed from the non-bsc microcatheter. Upon further review, it was noticed that the wire was stretched and became unraveled. Everything was removed as one unit and the procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned stuck inside the unknown catheter. And it was observed that the coil wire was unraveled, and core wire was detached at the transition point of the distal section. Under microscope it was observed that the coil wire was unraveled, and core wire was detached at transition point of the distal section. The outer diameter of distal, middle of the device, and proximal section are within specifications.